Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 13 mg/dl; cause was unknown. Customer sustained ¿bruises due to convulsions¿. Customer was treated with intravenous dextrose drip and glucose to address bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.